Manufacturer narrative:
510(k): report is for two (2) unknown screws. Implanted date: unknown when device was implanted explanted date: two (2) screw devices broke intra-operatively and were not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a 2.4 mm condylar plate and five (5) unknown screws on (B)(6) 2016. During the removal, two (2) unknown screws heads broke off and the threaded portions of the screws were left retained in the patient's bone. The remaining screws were explanted intact. There was no surgical delay or further patient harm reported. The procedure was completed successfully. This report is for two (2) unknown screws. This com-(B)(4) is to report the intra-operative issues during the revision surgery that occurred. The patient undergoing the removal of the implanted devices as a result of pain is reported under com-(B)(4). This is report 1 of 1 for com-(B)(4).